Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure there was observations of noise and high out of range left ventricular (lv) impedance measurements measuring 3,000 ohms when connecting the left ventricular (lv) lead. It was noted that the lead was the wrong connection type. The model and serial number of the lv lead is unknown at this time. The physician used the correct lead and the implant was successful. No adverse patient effects were reported. Additional information was received which reported that this device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure there was observations of noise and high out of range left ventricular (lv) impedance measurements measuring 3,000 ohms when connecting the left ventricular (lv) lead. It was noted that the lead was the wrong connection type. The model and serial number of the lv lead is unknown at this time. The physician used the correct lead and the implant was successful. No adverse patient effects were reported. Additional information was received which reported that this device was explanted and returned. No additional adverse patient effects were reported.